Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured on april 20, 2014 to april 21, 2014. The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found a solid white particle approximately 1.10 mm in size, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) scanning. The reported problem was verified through evaluation. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had particulate matter in its bladder. This was identified before patient use, so there was no patient involvement. No additional information is available.